Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced a low blood glucose (bg) less than 70mg/dl associated with an unspecified inaccurate delivery issue. There were no reported signs or symptoms of hyperglycemia and no indication of medical intervention or third party assistance. No additional information was provided. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: a review of the black box indicated an unexplained reboot had occurred on (B)(6) 2016 at 23:53 and deliveries never resumed. The last bolus delivery was a 15.0 unit bolus on (B)(6) 2016 at 16:21. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation.